Manufacturer narrative:
The product is not expected to be returned for this case. Further investigation could not be performed. The package insert clearly states this system is not for use in testing neonate cord blood samples. The samples should be taken from a heelstick. The insulin drip of "humulin novolin" is not currently known to interfere with the accuracy of the test results, however the rate of the drip was not known.

Manufacturer narrative:
The actual weight of the neonate was (B)(6).

Event description:
The patient is a male neonate born prematurely at (B)(6) on (B)(6) 2016 at 5:00 am. He was placed on an insulin drip of "humulin novolin" the day he was born, based on laboratory results. The rate of the insulin drip was not known. No further information was available for any laboratory results on (B)(6) 2016. The insulin drip was discontinued on (B)(6) 2016 at 2:00 am. The reporter stated that at 4:00 am, blood was drawn from the line in the umbilical cord. The blood was used to test the patient's blood glucose using the accuchek inform ii meter (serial number (B)(4)) and the result obtained was 187 mg/dl at 4:00 am. There was no treatment given. The same sample was then sent to the laboratory and analyzed within 30 minutes. The reporter stated the laboratory result was 240 mg/dl. There was no treatment given. At 6:00 am the reporter obtained another accuchek inform ii meter (serial number (B)(4)) and tested the patient's blood glucose using the same vial strips. It was stated that the sample was also taken from the umbilical cord. It is reported that the result on this meter was 238 mg/dl. There was no treatment given off of this value either. It was stated that the result of 240 mg/dl from the laboratory was the result the reporter believed to be correct. The neonate is currently doing okay. There was no serious injury. The controls were run within 24 hours on each meter and both levels of the controls passed. The suspect product was requested to be returned and the replacement product was sent.